Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient requested a message be sent to the local manufacturer representative (rep) to make an appointment to meet with the patient for reprogramming. Patient stated they were at the healthcare provider (hcp)'s office yesterday and "stuck needles" in the patient's back and then the hcp reached out to a rep about the patient's concerns. Patient said that rep called them yesterday after their doctor visit because all the numbers were at 0 and they were not getting any benefit from the therapy and rep had them push the up button but all 4 numbers came out the same. Patient said they didn't know if the timing was correct because other rep had it going off and on and was doing some magic.  Patient stated then when that rep did the adjusting/reprogramming it almost made their pain disappear. Patient said they had groups a, b and c and 4 programs on each and that rep had set them up magically but then one at time the numbers went to 0 for everything and the patient didn't know why. Patient said it may be because the ins battery got too low and died and noted that sometimes they find it hard to remember to recharge. Patient reported the issue started close to a month ago. The patient was redirected to their hcp to invite the rep to a future appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had a procedure involving injections and has zero knowledge what it's for. The cause of all the numbers being at 0 was that the patient turned it all down to zero. Rep had patient turn it up from 0. Issue resolved and confirmed by physician.